Event description:
Hospital personnel responded to a pt condition unknown. The device was connected to the pt for external pacing. According to the reporter, when the device's pacer button was pressed, the device began to pace the pt with 0 ma selected. A backup device was immediately called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.